Event description:
It was reported that a clave¿ neutral connector generated a leak. It was reported that a fentanyl drip was leaking, at the valve where the syringe meets the microclave then connected to microbe tubing. The blue microclave was in place and microbore tubing baxter non-dehp micro volume set. 2n3348. Process step and patient involvement was not specified. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.